Event description:
The reporter is a patient who got eye infection in both eyes a week after she bought the product. It was in her right eye, and then got to the other eye. She said she had pain, tears, sensitivity in her eyes and shut. She is fine now and stopped using the product.